Event description:
It was reported that a hardware removal with revision procedure was performed on (B)(6) 2015. The original procedure to repair a femur fracture was performed on (B)(6) 2015. It was subsequently discovered that a locking compression (lcp) plate and one (1) 4.5mm cortex screw had broken. The plate broke mid-shaft at the area of the femur fracture. Per the surgeon, the patient may have been non-compliant with the post-op regimen. The removed hardware included the broken plate, the broken screw (of which the threaded portion was left in the patient's bone), other various screws and four cables which remained intact. The patient was revised to a variable angle (va) locking condylar plate, 4.5mm cortex screws, 5.0 va locking screws, and two (2) cables. There was no reported surgical delay and the procedure was completed successfully. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Additional patient identifier includes (B)(6). Date of postoperative device breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per facility, the complainant part will not be returned for manufacturer review. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.